Event description:
It was reported that the patient had telemetry issues with their implantable neurostimulator (ins) and an overdischarge of the battery was suspected. The primary reason for the overdischarge condition was patient non-compliance as she had not recharged the ins since 2009. Five trickle charges were attempted to restart the ins battery but were unsuccessful. The patient was scheduled to have the ins replaced. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3778-45 serial #(B)(4) implanted: (B)(6) 2008 explanted: na; lead model 3778-45 serial #(B)(4) implanted: (B)(6) 2008 explanted: na; programmer model 37743 serial #(B)(4) recharger model 37752 serial #(B)(4).